Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 01/15/2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation the battery compartment was found to be cracked at the threads to the left of the bumper, above the bumper at the case seal and below the bumper. Unrelated to the original complaint, there was evidence of moisture in the battery compartment, on the underside of the battery cap and under the display lens. There were colored lines throughout the display. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on the display flex, transceiver and inside cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.